Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that stylets could not be advanced in the lead tip. It was noted the issue occurred after the lead was advanced in the epidural space and extracted from the epidural space repeatedly during a procedure. The stylet was then removed from the lead and it was attempted to replace it with another stylet, however, all stylets could not be advanced in the lead tip at that time. All four stylets were inserted into the lead 2-3 times, but could not be advanced in the lead tip. In regards to potential external factors that may have contributed or led to the event, it was ¿considered that the lumen might have been damaged since the lead was manipulated (advanced and extracted repeatedly) multiple times.¿ the lead was replaced as a result of the issue and the issue was resolved. There were no interventions required; no complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead (serial (B)(4)) showed no anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between circuits. Analysis of four stylets (serial # unknown) revealed that the three stylet wires were bent and no anomalies in one of the stylets. (B)(4) pertained to lead (serial (B)(4)); (B)(4) pertained to three stylets (serial # unknown); (B)(4) pertained to lead (serial (B)(4)); (B)(4) pertained to three stylets (serial # unknown). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.